Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. The iliac arteries were heavily calcified on both sides, more on the left side than the right. The right iliac artery was ballooned and dilated followed by placement of covered atrium stents to get the calcium to yield. During this process attempts were made to insert the device; however, it would not advance. The iliac artery was then dilated with a 22 fr dilator which resulted in a rupture of the artery. The bleeding was controlled with drugs and the usage of a balloon. A conduit was sewn to the vessel followed by insertion of the device. The stent graft was successfully deployed without further complication. The delivery system was discarded after the procedure. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
Other (required secondary intervention) - results/conclusion: (arterial trauma/dissection/perforation), (heavily calcified iliac arteries), (dilator).